Manufacturer narrative:
Regurgitation/insufficiency which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The device is not available for evaluation, as it remains implanted in the patient. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve underwent a valve-in-valve procedure due to moderate insufficiency, secondary to degeneration. The patient had a mean gradient of 10 mmhg and a valve area of 0.99cm2. Implant duration of the pre-existing surgical valve is approximately 14 years and seven (7) months. The tmvr was performed with an edwards transcatheter valve. The patient has been discharged home from the hospital.